Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4). A review of all batch record documents was performed on h12j24055, and h12i15070 with no issues noted during the manufacturing process.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.